Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defect could not be identified, the lamp going down was likely caused by a faulty igniter. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer visited the user facility on site for device repair, and ultimately brought the device back with them for evaluation. Upon device evaluation, the customer¿s allegation was confirmed. The repair center found the xenon lamp cannot ignite due to a failed igniter, and the light has blinking when auto brightness displayed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii xenon light source main light lamp was down, and the emergency backup light came on. The intended diagnostic procedure (gastroscopy) was completed using a similar device. The customer reported a 5 to 10 minute delay, and the patient was under general intravenous sedation at the time. There was no report of patient harm associated with this event.